Event description:
It has been reported to philips that the pc would not turn on. There was no harm reported. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was outside of clinical use. A quotation was provided to the customer for evaluation of the system; however the quotation has expired, and no work has been performed by philips. No further information has been received regarding the event. The codes were updated based on the investigation outcome. Health impact code was corrected. Quotation expired; no device inspection was performed.

Manufacturer narrative:
Philips has investigated this complaint. The clinical use of the system was unknown; however, no patient or user harm was reported. A quotation was provided to the customer for evaluation of the system; however the quotation has expired, and no work has been performed by philips. No further information has been received regarding the event. The codes were updated based on the investigation outcome. H3 other text : quotation expired; no device inspection was performed.